Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the device was empty. A new ipp device was implanted.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual inspection and functional testing of the returned pump did not identify and leaks and it performed within specification. Functional testing of cylinder 1 identified a leak in the proximal cylinder body and visual inspection noted tool marks with holes were present. The leak and damage noted were attributed to sharp instrument damage. Visual inspection did note wear at fold in cylinder body. Functional testing of cylinder 2 identified a leak that was attributed to wear at the corner of the fold. There was also a leak in the proximal cylinder body and visual inspection noted tool marks with holes were present. The leak and damage noted to the proximal body were attributed to sharp instrument damage. The reported allegation of fluid loss was confirmed due to cylinder 2 leak and wear damage found at the corner of the fold. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the device was empty. A new ipp device was implanted.